Manufacturer narrative:
The device is expected to be returned however, it has not yet been received. Customer extension number: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported a leak on micron filter. The event was noted after chemo taxol (paclitaxel) infusion was completed, and during normal saline flushing. Normal saline was in use when the event noted. There was patient involvement but harm was no reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation on 10/28/24. As received the inlet and outlet filter of the inline filter were observed to be wetted out with prior infusate. No additional damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. A leak was also observed from the inlet and outlet filter. The complaint of leakage at the micron filter can be confirmed. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Leakage at the filter vent was also confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.